Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that two days post aortic valve replacement procedure the rv lead had dislodged and had pulled back into the right atrium, resulting in atrial capture. It was later reported that the lead was capped and replaced. There were no complications following the procedure.